Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, extended opening, underweight. A microscopic analysis was performed which identified; stress marks and an extended striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. Aware date of initial mw - 04/13/2021.

Event description:
Patient called to report a left side exchange from textured to a smooth implant due to the patient's concern with the product. Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d.6b, g1, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient called to reported rupture and textured to a smooth implant due to the patient's concern with the product. Device remains implanted. This record is for the left side.